Event description:
It was reported the device appears to have been dropped and the case is cracked. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed and the main printed circuit board is damaged. Analysis also found the upper case, lower case, and main seal are damaged. Knobs are contaminated. Side bail covers, side bails, and one case screw are missing. Lead flex cover is corroded, the ring bail is bent, and encoder flex has uneven flex width. (B)(4).